Event description:
Provider states that the unit was receiving a low pressure alarm and the provider replaced the 4 way valve. Provider states after the 4 way valve was replaced the low concentrator alarm went off and the provider had to replace the sieve beds and the low o2 light is still on. No additional information provided.